Event description:
An angio-seal device was deployed in 2000 without reported difficulties. The pt returned to the emergency room on 1/24/2000. A vascular ultrasound revealed complete occlusion of the left femoral artery. In 2000 the angio-seal device and thrombus were successfully removed and the pt was discharged the next day.